Event description:
As stated by the cath lab tech, the dr refused to comment on the case and provide the pt info or procedure films. The pt arrived at the hosp with coronary diseases. Angiogram revealed that the right coronary artery and the circumflex were cto and the left anterior descending lesion had severe stenosis. The physician recommended bypass surgery but the pt refused it. Therefore ptca was performed on the lad. A cypher 3.0x28 mm was deployed from proximal-lad to mid-lad. Six months later the pt returned to the hosp with cardiac symptoms. Angiogram revealed the lad had restenosis. The physician decided to treat him with a cutting balloon. When he withdrew it after several attempts, he felt resistance. He used force to take it out but it was stuck in proximal lad. The physician inflated it and deflated again and tried to withdraw it again. When he gave it strength the implanted cypher stent was caught on the distal end of the cutting balloon and the cutting balloon and cypher stent came out together. It must have made disccetion and the pt expired with no blood flow to the lad.